Manufacturer narrative:
No patient information provided to date. Unique identifier: (B)(4). The customer replaced the mechanical side of the advanced breathing system from a spare unit to resolve the issue.

Event description:
The hospital reported the unit had a malfunction during a case resulted in a loss of mechanical ventilation. There was no report of patient injury.